Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient presented with high impedance pre-operatively to a planned generator replacement. During revision a lead fracture was identified so both the generator and lead were replaced. The explanted devices were both received. It was later noted that high impedance had been detected for over a year along with the patient having temporary vocal cord paralysis with stimulation only and painful stimulation as a result. The device was turned off. The reported lead fracture, vocal cord paralysis and painful stimulation was reported in MFR. Report# 1644487-2021-01381. Product analysis on the returned generator was completed. The reported allegation of ¿high impedance¿, listed in the remetrex issue file, was duplicated in the pa lab. In addition, the downloaded data indicates a lead impedance change from 8382 ohms (diagvinitialprechange) to 4007 ohms (diagvinitialpostchange) estimated to have occurred on (B)(6)/2021 (explant date (B)(6)/2021). The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.762 volts, and the memory locations on the generator indicated that 84.787% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A break in the negative feed-thru wire was observed. The header was cut from the generator case and the polyurethane header material was dissolved to perform a sem (scanning electron microscopy) analysis on a broken feed-thru wire. Scanning electron microscopy images of the broken feed-thru wire shows an appearance suggesting that a stress-induced fracture (most likely due to cycling bending) has occurred on the broken wire. The mechanical damage noted on the negative feed-thru wire and on the negative gold brazing may have been the contributing factor for the broken negative feed-thru wire, which may have occurred during assembly of the header process. The negative feed-thru wire¿s intermittent connection was the contributing factor for the reported allegation of high impedance. The issues found in pa with the generator is captured in this report.